Event description:
It was reported the pt presented to the hosp with an elevated gradient and the aortic prosthesis was explanted and replaced with a tissue valve. The surgeon thought there was some pannus formation and sent the valve to the hospital's pathology dept.